Event description:
In 2007, 02:56 pm, patient fitted into autoambulator harness. Raised up out of wheelchair and robotics adjusted properly. Gait cycle initiated. Prior to completion of one cyclical rotation and prior to initiation of weight bearing patient c/o pain in right hip. Audible popping sound. Therapist returned patient to unit. Transfer to acute and diagnosed with hip fracture.